Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a sensor error alert. The blood glucose reading was 272 mg/dl. Customer treated high blood glucose with the insulin pump. He stated that the sensor error alert occurred during the initialization and was advised that the sensor may have needed more time to stabilize. He stated that the sensor was fully inserted and flat against the skin. He also reported that when the blood glucose was 404 mg/dl, the sensor reading was 206 mg/dl. He also reported that the sensor gave a reading of 44 mg/dl when the blood glucose reading was 144 mg/dl. Nothing further was reported.